Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully. A third triclip was placed and upon release a single leaflet detachment occurred and the clip was no longer attached to the septal leaflet. The triclip was stable on the anterior leaflet. Tissue damage was noted on the septal leaflet, and challenging visualization was noted. The procedure was discontinued and the final tr was grade 2-3. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda resulting in tissue injury appears to be related to patient anatomy. The reported poor image resolution could not be determined. Unspecified tissue injury is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.